Event description:
Caller reports back to back results of hi (greater than 600mg/dl) and 156mg/dl while using the inform sys. Caller reports pt received no treatment based on meter readings. Caller reports quality controls have been passing. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.